Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per (B)(4), their rep called ts to troubleshoot potential lead fracture on patient's ventricular lead. The patient presented to the ER after being shocked 6 times over the course of a night. The patient has a history of lead fracture. The noise signal was large amplitude, larger than intrinsic qrs complexes, and was binned as fib in the provided strips. The capture threshold was 0.75v at 0.5 ms. R waves were sensed at 11.9 mv. The lead impedance was 430 ohms, with an hv impedance of 63 ohms. Tse discussed that the signal is too large to program around and the physician may want to consider a lead revision. Due to the delivery of inappropriate therapy tse also suggested the physician consider programming tachy therapy off until the revision and supporting the patient appropriately. The tss will consult with the physician and determine a plan going forward.